Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, surface electrocardiogram indicated left ventricular lead dislodgement. Fluoroscopy was performed and confirmed dislodgement. The lead was explanted and replaced. The patient was fine post procedure.